Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03972. It was reported the patient experienced burns at her scs ipg pocket site in addition to recharge issues and the scs ipg not turning on at times. Subsequently, the patient is to have her scs system explanted. Additionally, at this time, it is unknown whether or not the patient's charging system is related to the burn issue; therefore, the charging system is being reported as device 2. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.